Event description:
It was reported that, "two years post op from the primary hip, pt began experiencing thigh pain. Revision of femoral component was scheduled."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.